Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.